Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped suddenly. Review of pump data showed the battery dropped from 45% to 15% within 6 minutes. In addition, the customer received multiple occlusion alarms. The customer cleared the alarm and resumed insulin each time. Subsequently, the customer received a cartridge alarm 1 (no pressure change when expected). Reportedly, the customer changed out supplies follow the cartridge alarm. There was no impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.